Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 24feb2021 .

Event description:
It was reported to philips that the alarm silence button area of the touchscreen would not respond to touch. The device was in use on a patient at the time of the event. The ventilator was swapped with no patient harm. The device was evaluated by the customer (respiratory therapist) with assistance from a philips remote service engineer (rse). The respiratory therapist verified that the touch is off via the touchscreen diagnostics page. The respiratory therapist performed a touchscreen calibration, and confirmed that the touch is now accurate per the touchscreen diagnostics page and the alarm silence button now responds as expected. The device remains at the customer site ready to be placed back into service.